Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer stated that he was nauseated and that the last infusion set change was the day before the event. The customer stated that he had a cold and that he was inserting his infusion sets where he had scar tissue from past surgeries. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime and high pressure tests. Nothing further was reported.